Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that one week after water vapor therapy procedure, and initial catheter removal, the patient was unable to urinate. The catheter was reinserted and one week later, the catheter was removed again, but the patient was still unable to urinate. A cystoscopy was performed finding significant necrosis of the median lobe, residual necrotic tissue at the bladder neck, left lobe flattened and the right lobe very inflamed and obstructive. The treating physician current plan is to maintain the catheter for a longer period to allow inflammation to subside before attempting removal again. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of urinary retention, necrosis and inflammation are a known risk associated with these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that one week after water vapor therapy procedure, and initial catheter removal, the patient was unable to urinate. The catheter was reinserted and one week later, the catheter was removed again, but the patient was still unable to urinate. A cystoscopy was performed finding significant necrosis of the median lobe, residual necrotic tissue at the bladder neck, left lobe flattened and the right lobe very inflamed and obstructive. The treating physician current plan is to maintain the catheter for a longer period to allow inflammation to subside before attempting removal again. No further patient complications were reported.